Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure of the subject device. The printed circuit board failure might have occurred by the deterioration due to the long term-use passing more than 5 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was turned off and the image of the subject device was not displayed but the subject device was turned on a few minutes later. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and the power indicator could not be lit. Sorc found the printed circuit board failure which might have caused the reported phenomenon. There was no patient injury associated with this report.